Event description:
The patient is still feeling a burst of shocking since being reprogrammed in (B)(6) 2021. The health care professional checked the leads and verified that everything is in the correct location. The patient has requested reprogramming adjustments.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding an implantable neurostimulator (ins). The caller reports the patient is having a problem with the stimulator and awhile back a lady came out and adjusted and now giving the patient more of a shock than what it was previously. Caller states made adjustment to come off and on so it wouldn't be on constantly. Caller states more of a shock than it was. The caller states they called mdt reps however didn't hear back yet. Patient services advised to turn down stimulation and see if this works or helps with the shocking sensation or to turn off. Caller was able to lower stim and will see if this helps the patient as well as make a call to the hcp office to make an appt for an adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the patient had always felt a burst of shocking sensation when the therapy was turned on but the shocking or taser like sensation had calmed down after a bit. It was noted that last thursday prior to (B)(6) 2021, the patient's representative would turn therapy on and the burst of shocking sensation would not go away. They had to turn therapy off because of the discomfort related to the shocking sensation. The patient was redirected to their healthcare provider to further address the issue.